Event description:
It was reported via a call that the rn needed help troubleshooting the alarm. The rn stated that it was going off about every 5 minutes for a half hour. The clinical support specialist (css) asked the rn if there are any drapes or blankets covering the vent for the intra-aortic balloon pump (iabp). Per the rn, there isn't anything covering that. The rn stated that the room temperature has been turned up to 76 degrees. The css asked the rn to check the fos (fiber optix sensor) status codes and it is showing tl (temperature limit). The css explained to the rn that the temperature in the room may be too high causing this alarm. The css asked if the ap (arterial pressure) waveform is good and if the pt is receiving good therapeutic results from the iabp. The rn said that the waveform looks great and the pump is achieving the goals of therapy in autopilot. The css recommended that the rn try to decrease the room temperature if possible, but as long as the pump continues to give good effect everything is fine. According to the css the alarm should go away as soon as the temperature goes down. The rn verbalized understanding. At 1056 the rn called back because now the ap alarm is occurring when augmentation goes below 100. The css discussed the ap alarm with the rn and the css helped to turn that alarm off. The iab was inserted via the pt's femoral artery. The iab was inserted for 5 hours prior to the hot line call. Additional info received on (B)(6) 2012, stated that according to the rn the pump was exchanged off the pt and sent to biomed. The pt was transferred to another hosp. According to the rn there were no reported complications after the pump was exchanged off the pt.

Manufacturer narrative:
(B)(4).